Manufacturer narrative:
No parts have been returned for analysis. (B)(4) reflect this. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy. It was reported that when removing the "navigus" base from the skull, a piece of the screw snapped off into the skull. The surgeon was able to bring in a small drill to remove it. There was no delay and no impact to the patient at the time of the event.